Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
It was reported that the customer had to reset the date and time when she inserted a new battery. The customer was hospitalized on (B)(6) 2014 because the date and time on the insulin pump went back to 2012. She also was hospitalized for a low blood glucose level of 55 mg/dl. The customer had hypoglycemia with stroke symptoms. She was given orange juice to bring her blood glucose level up. In the alarm history an external error and an unexpected restart alarms were found. She was wearing her insulin pump at the time of hospitalization. The product was returned. Nothing further to report.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. Unit passed self test and no unexpected external error alarm noted. Unit was received with an unexpected restart alarm after battery change and time/date resetting. Unable to verify the root cause due to pump is beeping. No cosmetic damage noted.